Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with "indicate insert clamp"; this condition had the potential to interrupt delivery. This condition was found in the general patient ward upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with "indicate insert clamp" was confirmed and reproduced during product evaluation. The assignable cause was determined to be loose sensor connectors on the safety clamp assembly. The safety clamp sensor connectors were cleaned and re-soldered as per service manual to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.